Manufacturer narrative:
The customer reported a complaint that "the autopulse platform ((B)(4)) stopped compressions and prompted to "realign patient." Based on the functional testing and archive data review, the platform stopped compressions and displayed a "realign patient" message due to the user advisory (ua) 02 (compression tracking error) and (ua) 17 (max motor on time exceeded during active operation) error messages. The investigation determined that the root cause of the reported complaint was the failed drivetrain motor, likely attributed to wear and tear. The platform was manufactured in june 2007 and is 15 years old, past the service life of 5 years. During visual inspection, a cracked front enclosure was observed on the autopulse platform. The observed physical damage was unrelated to the reported complaint and appeared to be characteristic of user mishandling. The front enclosure was replaced to address the issue. Archive data review showed multiple occurrences of (ua) 02 and (ua) 17 error messages during active operation around the customer's reported event date, thus confirming the reported complaint. The autopulse platform passed the initial functional testing, however, the platform failed the run-in test due to the (ua) 02 error. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The load cell characterization test confirmed both load cell modules are functioning within the specification. In addition, during the run-in test, the platform displayed the (ua) 17 error message. The drivetrain motor was on too long during active operation. The autopulse platform did not reach the target depth within the specification time. It was determined that the root cause of observed error messages was the failed drivetrain motor, which was replaced to remedy the faults. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(4).

Event description:
During patient use, the customer reported that the autopulse platform ((B)(4)) stopped twice after performing compressions for 5 minutes and displayed the prompt: "realign patient". There were no user advisories displayed on the platform. The crew attempted to troubleshoot the issue by re-aligning the patient. Per the reporter, the patient was within the weight limit and not moving. The ems supervisor placed the lifeband and aligned it under the patient's armpits. However, the issue persisted. The crew continued resuscitating the patient with manual CPR, also performed while troubleshooting the issue. The patient's status information was requested but the customer did not provide a response.